Manufacturer narrative:
2/18/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was broken while still in package. The product was never clinically applied, therefore, no patient injury occurred.